Event description:
This ra lead was implanted on (B)(6) 2000, and remains implanted at this time. A call was placed to technical services on 05/30/2018, stating that this lead was exhibiting out of range atrial intrinsic amplitude. And atrial loss of capture. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).